Manufacturer narrative:
(B)(4). D10: cat #: 110010266 / g7 osseoti multihole 56mm f / lot #: 66302362. Cat #: 010000850 / g7 neutral e1 liner 32mm f / lot #: 6728448. G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately three months post implantation due to a dislocation. The shell was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. A competitor product was used. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. A competitor product was used. The initial report should be voided.